Event description:
It was reported that the patient received two shocks due to true ventricular tachycardia (vt), and t-wave oversensing (twos) was seen on the remote transmission. The patient was directed to the emergency room, where additional twos was seen, as well as non-capture on all leads. It was determined via lab work that the patient had high potassium levels, or hyperkalemia. Shortly thereafter, the patient went into vt and became unresponsive. A shock was delivered via the device, and a paced rhythm was the outcome. The patient was treated for hyperkalemia, and a subsequent device check indicated that all leads were functioning appropriately and twos was no longer present. The physician determined that the patient's hyperkalemia was the cause of the lead malfunctions, and the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.